Event description:
Consumer reports inaccurate (erratic) readings with pt's meter. Analysis run on clark error grid using mean avg. Reading (231) as ref. Point vs. Bd readings (117, 344) yielded readings in the "c" range of the grid, outside acceptable limits.